Manufacturer narrative:
Upon receipt, the lead under complaint with an inserted stylet was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the visual inspection multiple signs of wear along the lead body were noted. In particular approx. 49 cm distal to the is-1 connector pin the insulation was found rubbed through. In this region the conductor cable to the ring electrode was fractured. These findings can be considered as the root cause of the clinical observations. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant interaction with another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore, cuts in the insulation were found, which most likely resulted from the extraction procedure. Blood penetrated the lead. During the mechanical analysis the inserted stylet could not be removed from the lead. Thus the fixation mechanism could not be investigated. The measurements during the electrical analysis confirmed a broken contact in the conductor to the ring electrode. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of approximately 40 months oversensing and inappropriate shocks were reported. The lead was replaced, extracted and returned to biotronik.